Event description:
It was reported that the ilet pump generated recurring alert 42 indicating a motor current sense failure, during which insulin delivery stopped until the user performed restarts and completed a supply change, after which deliveries resumed; the user later reported hourly recurrences and transitioned to backup subcutaneous insulin while a replacement was arranged. Symptoms included hyperglycemia with a highest blood glucose of 322 mg/dl and no reported physical symptoms. Outcomes included prolonged high glucose for approximately three hours without successful correction until insulin delivery was re-established and alternative therapy initiated, with no need for outside assistance or medical intervention. Investigation included a technical review of alarm history and user troubleshooting, including restarts and infusion set and tubing replacement, and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with motor current sense failure affecting the insulin delivery subsystem. It was concluded that the cause was a device malfunction related to the motor current sensing circuit.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.